Manufacturer narrative:
H10: h2: additional information on h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. A visual inspection revealed the device was not returned with original packaging. The proximal body and anchor plug are intact on the device and the distal tip is detached from device and is missing. The anchor plug when pushed all the way out is broken and being held together by a thread. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the healicoil anchor broke off while passing through the suture, all the broken pieces were removed. No delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.